Event description:
A 6.0mm diameter x 60mm length medtronic ave flexible biliary over-the-wire stent was used to treat a right iliac stenosis. The physician attempted a contralateral approach to the target vessel, entering the left iliac to reach the right iliac artery. The angle of the iliac arteries at the bifurcation was very acute and tortuous. As the stent delivery system was passed over the bifurcation, the stent became dislodged from the balloon. Attempts to capture the stent were unsuccessful, so the physician decided to convert the pt to open surgical repair to retrieve the stent. The pt is reportedly doing well, and there were no additional clinical sequelae reported relative to the event.